Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had been offline for over 17 hours. A technical support specialist checked in remote support service (rss) and found that the station had been back online for the past three hours. The tss called and spoke with the customer, who confirmed that the station was now online and could be pinged successfully. The customer granted permission to close the case. The system functioned as intended after the technical support specialist investigated the device.